Manufacturer narrative:
Mitek is at this point in time in the investigation mode, the conclusion of which will be the subject of the follow-up report.

Event description:
The caller (clinic intern / researcher) is reporting that a patient had surgery with the use of an undefined "mini quick anchor plus" in 2007. At some time post-operatively, the patient presented with pain and reaction. The patient was treated with a prescription of "pain relievers" and in late 2007, a re-surgery was performed at which time the original fixation device was removed, they noted that the original repair was intact. Subsequently, the pain and reaction subsided and the patient is fine. Cannot find any evidence that this event was previously reported to mitek.